Manufacturer narrative:
Product event summary: analysis confirmed the reported event; obstruction found in the ventricular port (small piece of plastic inside venticular port).

Event description:
It was reported that the connection port of the +a (atrial) indicates obstruction when inserting the cable. The external pulse generator was returned for service. There was no patient involvement.